Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce reported problem. The system was verified and ready to use.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, universal surgical manipulator (usm) 2 had issues. Prior to contacting intuitive surgical, inc. (Isi) technical service engineer (tse), the site had emergency power off (epo) the system, but issue persisted. Error #319 was observed in logs on set up joint (suj) 2. The site had disabled usm 2 and not able to port clutch suj2. Tse guided through manually moving suj 2 and customer proceeded as a 3-arm case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed prior to issue being identified. It was confirmed universal surgical manipulator (usm) was disabled and reported procedure was converted to laparoscopic and the remaining robotic cases scheduled in that room for the day were cancelled. The conversion resulted in increasing port size incision or adding additional ports. The patient did tolerate the change.